Event description:
An intravascular imaging catheter was used for pre-evaluation of a lesion during which the catheter allegedly has exhibited a non-reportable malfunction. The manufacturer received a complaint catheter with a different batch number than was reported. The lot number of the returned device revealed an expiration date of april 2008, meaning the catheter was expired 2 ½ years prior to the event date. The tip of the returned catheter was broken off and was not received with the device. As a break was not mentioned by the user in the report and an expired catheter with a different lot number was returned, multiple follow up attempts were made to determine the circumstances regarding the tip break and use of the expired catheter. The follow-ups have been unsuccessful in obtaining any additional information. Visual examination of the device has all indications it was used, therefore, is being reported as a malfunction for the tip break in an expired product.

Event description:
Upon inspection of this returned device by the manufacturer, it was noted that the distal tip of the catheter had detached the lot number of the returned device revealed an expiration date of (B)(6) 2008, meaning the catheter was expired 2 ½ years prior to the return of the product. Multiple follow up attempts were made to determine the circumstances regarding the tip break and use of the expired catheter. The follow-ups have been unsuccessful in obtaining any additional information. Visual examination of the device has all indications it was used, therefore is being reported as a malfunction for the tip break in an expired product.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for tip detachment/separation were found in this lot. The returned catheter was received with approximately 3.0cm of the distal tip assembly broken off and missing. The returned catheter was visually inspected, bloodstain was observed inside of the distal tip assembly. Fluid was observed inside the telescope assembly and a kink was observed in the sheath assembly. During image characterization testing, a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: " do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously." It cannot be determined if the device was used in accordance with the indications for use, as there is not enough information to make a definitive determination. However, the review of the device labeling found that the catheter was likely used against the labeling and/or directions for use, as it is likely that the device was used beyond the labeled expiration. The dfu states that all instructions should be "carefully read" prior to use. It is the responsibility of the user to verify the expiration date included in the labeling and packaging as the devices are not tested for safety or effectiveness after the labeled expiration date. As there was a potential for use of the device after its labeled expiration date it likely caused or contributed to the tip detachment/separation. As the device aged, it likely degraded to the point where the strength and elasticity of the material was compromised, resulting in the tip detachment/separation.